Event description:
During remote monitoring, episodes of noise resulting in oversensing and inappropriate anti-tachycardia pacing (atp) which led to a bout of ventricular tachycardia were observed on the right ventricular (rv) lead. The device was reprogrammed to avoid further inappropriate therapy, and lead revision is anticipated to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was in stable condition.